Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the turbine assembly fixed the reported issue.

Event description:
The customer reported that the ventilator cycles on normally but doesn't deliver breaths. A continuous audible alarm is noted and the touchscreen displays vent inop/motor fault. No patient involvement.